Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was taking place. A watchman access system (was) was advanced. A watchman flx closure device and delivery system (wds) was advanced. Seven (7) attempts were made to deploy the wds before fully removing and re-inserting a pigtail catheter. A new 27mm wds was prepared and inserted. Initially the was was deep seated, however after the first deployment attempt, the sheath position was lost and the wds flx ball was utilized to re-access the laa. After three (3) attempts, position appeared sufficient. While release criteria was being assessed, the patient's vital signs changed, and a pe was observed. Release criteria were not fully assessed and the wds was released. A pericardiocentesis was performed and 1400ml of fluid was removed from the pericardial space. The patient was admitted to the hospital for observation. The physician suspected the pe occurred during the last deployment of the wds. It was further reported that most of 1400ml of fluid removed during the pericardiocentesis was re-transfused. The patient has been discharged from the hospital.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was taking place. A watchman access system (was) was advanced. A watchman flx closure device and delivery system (wds) was advanced. Seven (7) attempts were made to deploy the wds before fully removing and re-inserting a pigtail catheter. A new 27mm wds was prepared and inserted. Initially the was was deep seated, however after the first deployment attempt, the sheath position was lost and the wds flx ball was utilized to re-access the laa. After three (3) attempts, position appeared sufficient. While release criteria was being assessed, the patient's vital signs changed, and a pe was observed. Release criteria were not fully assessed and the wds was released. A pericardiocentesis was performed and 1400ml of fluid was removed from the pericardial space. The patient was admitted to the hospital for observation. The physician suspected the pe occurred during the last deployment of the wds.